Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented poor picture quality when switching to narrow band imaging and infrared observation. The issue occurred during the preparation of an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: " damage on cable unit, poor water-tightness of cable unit" a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "due to damage on the coupler unit, the scope could not be attached smoothly and the button was deteriorated. Due to poor water-tightness of the cable unit, water tightness was lost and the cable unit was damaged." The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.